Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2012, the patient claimed the meter and insulin pump was set to the year 2013. The patient claimed the date on the meter and pump could not be set correctly last week when she noticed the incorrect year. The meter and pump was reviewed during the phone call and date and time was currently correct. The patient's hcp insisted that both meter and insulin pump be replace. There was no reported patient impact associated with this complaint. This complaint is being reported due to the alleged incorrect date on the pump and meter. It is not clear whether the patient inadvertently set the incorrect date or the pump or meter automatically reverted to 2013.

Manufacturer narrative:
Device evaluation follow-up 1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: a timekeeping accuracy test was performed; pump maintained time accurately during the timekeeping test. Pump time and date was set; pump exercised for 24 hours. The battery was removed. Pump left without power for 6 hours; when pump powered on it had returned to default time and date. Pump opened and the internal battery (bt1) found to be leaking. Black box shows the following activity: manual time/date change from 12:44pm (B)(6) 2012 to 12:46pm (B)(6) 2012. Following a por at 10:13am (B)(6) 2012 time and date reset to default; time then manually set to 10:17am (B)(6) 2012.